Event description:
It was reported that patient expired due to multisystem organ failure, septic shock, right middle cerebral artery (mca) stroke and ileus. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available.

Manufacturer narrative:
The reported events were patient deceased and infection. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.